Event description:
A customer called to report the dxc 600p analyzer generated false high na (sodium), k (potassium), cl (chloride) and/or co2 (carbon dioxide) results for 3 patient samples. The results were not reported out of the lab. When the issue was noticed, the samples were repeated on both the original and another dxc analyzer in the lab.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse cleaned the flowcell and eic and replaced both sodium (na) electrodes. This did not resolve the issue. The fse then found bubbles in the ratio pump. The fse replaced the ratio pump (a09011) and the issue was resolved. The manufacturer reference number for this event is (B)(4).